Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws.

Event description:
The initial report stated that the device jaws are open but the blade is visible. Upon return and examination of the incident device, it was found that the knife blade extended beyond the jaw which has the potential to cause injury.